Manufacturer narrative:
A ge rep evaluated the system and replaced parts in the image processor module, and cleaned the image processor module. System operates as intended.

Event description:
Customer reported the system would not boot up. No pt injury was reported.